Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) pacing impedances greater than 2,000 ohms. The daily measurements for the rv pacing impedances was previously programmed off and the rv outputs were intentionally programmed to 0.1 volts at 0.1 milliseconds to obtain left ventricular (lv) pacing only. The patient was later evaluated during normal routine follow-up and there was a non-sustained episode that was noise. The patient is not pacemaker dependent and no adverse patient effects were reported. The rv lead continued to exhibited high out of range pacing impedances. The physician planned to continue to monitor this patient. This product remains in-service.

Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was surgically capped and abandoned. No further adverse patient effects were reported. The root cause of the issue is unknown. This crt-d remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was later explanted and returned with no additional information linking the explant to the previous reported clinical observations. No adverse patient effects were reported.